Event description:
It was reported that the trial lead exhibited high impedance. Attempts to reposition the lead were unable to resolve the issue. The lead was replaced by a new lead. The lead was discarded by the user facility and therefore no analysis will be performed on the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.